Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing for blood vessel collection, she took out the purple blood vessel and found that there was no mark on the tube body."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-feb-2022. H.6. Investigation: bd received one samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing for blood vessel collection, she took out the purple blood vessel and found that there was no mark on the tube body."